Event description:
It was reported that during the pta/stenting treatment proceudre, stent migration difficulties were encountered. While inserting the express ld stent delivery system into common hepatic artery, the stent dislodged form the catheter. The balloon had not been inflated. The reference diameter of the vessel was 6 mm. The stent migrated to the aortic artery. The physician successfully removed the stent with a snare. A new express ld stent was successfully implanted at the calcified lesion site. It is noted that the lesion had not been predilated. The proceure was successfully completed. No pt injuries or complications were reported.